Event description:
The lay user / patient contacted lfs alleging inaccurate control high readings on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that on (B) (6), 2010 around 9:30 pm, he tested his test strips using the control solution; however, does not recall the result and alleges that the control reading was high. It is unknown on whether the patient attempted to test his blood glucose at the time of the event. Approximately 4 hours later, the patient developed symptoms of feeling shaky and had a low concentration. The patient was tested on another device; however, the result was not provided. The patient was treated by a non-medical professional with glucose tablets/glucose gel. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The patient was unable to run through another control solution with the customer care advocate (cca), since the patient did not have the control solution with them. The products were replaced. The complaint is being reported since the patient alleged that due to the inaccurate control high reading, he developed symptoms suggestive of a serious injury and had to receive glucose tablets/glucose gel by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.